Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no additional related incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via bha. On (B)(6) 2020, the patient had a pain and the femoral fracture around the stem was confirmed by x-ray. The stem (p/n: 101204050) was penetrated lateral cortical bone. Open reduction internal fixation surgery was performed for the patient¿s left hip joint. On (B)(6) 2020. The bipolar cup (p/n: 856749) and the head (p/n: 136511000) and the stem (p/n: 101204050) were remained the body because the reduction and the fixation succeed by the surgery. The patient had an extra incision due to this event. The surgery was completed within 30 minutes delay. The surgeon commented that the fracture was a possible complication. No further information is available.